Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type; catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (5 mg/ml at .25 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that during a normal refill the physician attempted to refill the pump but was unable to. Fluoroscopy was performed and confirmed that the pump was flipped in the pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2019 to flip and secure the pump. After the pump pocket was opened and the pump removed, the surgeon noticed multiple twists/kinks in the catheter, so the catheter was completely removed and replaced. The issue was resolved. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.